Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump was open to investigate, a intermittent crack was located on the force sensor flex at the sensor bond the. Black box verified eaw 162 " no cartridge detected warning on (B)(4) 2018. Pump was in use until (B)(4) 2018 with additional loss of prime warnings. The original complaint was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. A load step malfunction was alleged with a filled cartridge, and the pump priming the tubing during the load step. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.